Manufacturer narrative:
Date sent to FDA: 08/26/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision of mesh on (B)(6) 2017 due to recurrent hernia. It was reported that the patient underwent mesh removal on (B)(6) 2019 due to chronic pain and hernia recurrence. No additional information was provided.